Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: confusion and dehydration. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-079: user hematocrit high. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-2 and e-0). Daughter is calling on behalf of the customer. The customer reported feeling confused and dehydrated; customer had contacted a nurse and left a message for the nurse to call back. During the call, a blood test was performed by the customer and produced e-0 error message using true metrix air meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 03/15/2025 and open vial date is 03/14/2024.